Event description:
Information was received from an international distributor that their customer reported the ventilator was alarming safety valve open while in use on a patient. The customer reported there was no patient harm. The international distributor's service manager reported testing on the ventilator failed due to low inhalation pressure. During hardware testing, the serive reported a pressure differential between the inhalation pressure and exhalation pressure. During normal operation, if a system pressure differential is detected, it could create a sustained safety valve open condition which will not provide ventilatory support to the patient. The service technician replaced the sensor board to correct the problem. Extended self testing (est) was performed and all tests passed per operating specifications.